Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: a2, a4, a5, a6, b3, b5, b6, b7, d2a, d8, d9, h2, h3, h4, h6, h10, h11. Corrected fields: g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the video cable is broken therefore the shutter is defective. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred during an unspecified procedure. The procedure was completed using a similar device with no surgical delay or patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use. There were no reports of patient harm.